Manufacturer narrative:
(B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by fever, green pd effluent, and abdominal pain. The cause of the peritonitis was unknown. The patient was hospitalized for the peritonitis and other indications. On an unreported date, in the same month as hospitalization, the patient began treatment with IV (intravenous) amikacin and cefazolin (doses and frequencies were not reported). On an unreported date in the same month as onset, dianeal therapy was discontinued and the patient was switched to hemodialysis. Two weeks after being hospitalized, the patient was discharged and has recovered from the event. No additional information is available.